Event description:
It was reported that the patient started an exercise program a few weeks back and felt a "strong pull" when she twisted. She had the system checked the next day and was told that the leads did not move, but she some scar tissue pulled away which caused the pain she experienced. The patient also experienced a "vibrating" sensation similar to a cell phone in her pelvic area when stimulator was turned on. The sensation went away when she turned the ins off. It was noted that the ins still worked for therapy effect when it was turned on. It was later reported that the vibrating sensation was caused by a broken lead wire, and the patient had appointments scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had fallen in june, july and august, breaking a wire in june or july. After her most recent fall the hcp turned the ins back on and the patient was fine in the office but experienced pain upon arriving home that caused her to "double over". After the fall in august the patient also experienced a "bulging area" in her back. The patient turned the ins off until she could see a hcp. The patient stated she needed the ins for her urinary issues but could not turn it on due to the pain she had experienced since the fall. It was noted that the patient had bladder infections a couple times a month and also had ic.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# j0527382v, implanted: (B)(6) 2005, explanted: na; extension: model 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: na; programmer: model 3037, serial# (B)(4).